Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a bent mix bar. The fse replaced the mix bar and cleaned the buffer syringe which resolved the issue. Information not provided by customer.(B)(6). The beckman coulter internal identifier "is."

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.